Event description:
It was reported that during the implant of this implantable cardioverter defibrillator (ICD), shock impedance measurements were 146 ohms. The physician tried different polarities and troubleshooting options, and the shock impedance measurements remained elevated. The right ventricular (rv) pacing impedance, sensing, and threshold measurements were good with no evidence of noise. It was noted there were no additional troubleshooting options available. No adverse patient effects were reported. The device remains in service.